Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2019 with the following findings: a review of the pump black box verified the time date reset was due to the pump being powered off for more than 24 hours. During investigation, the time and date reset was not duplicated. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.